Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(4) 2014. There were indications of gaps in transmission. A CAPA has been initiated for this issue.